Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level that ranged from 16-17 mg/dl and loss of consciousness. Prior to going to the ER, the customer administered a glucagon injection in attempt to address the low bg. The customer was treated with intravenous saline and insulin while in the hospital and was released a few hours later with no permanent damage and reported issue was resolved. The customer alleged that the cause of the reported issue was due to the continuous glucose monitor (cgm) sensor readings being inaccurate and subsequently the control-iq algorithm delivered insulin in response to the cgm sensor reading. However, this was not confirmed. At the time of the report, the customer had already changed " dexcom equipment." No additional information was provided.